Manufacturer narrative:
Batch review performed on 12 february 2026. Gmk-spherika 02.12.e0411fl gmk-sphere tibial insert e-cross - flex 4l - 11mm (k202022) lot 2414105: (B)(4) items manufactured and released on 24-jul-2024. Expiration date: 04-jul-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
At about 3 months from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and during the procedure revised the 11mm tibial insert from the primary surgery for a 14mm tibial insert at his discretion. The surgery was completed successfully.